Event description:
It was reported to gore that a pt had a lower anterior resection and gore seamguard bioabsorbable staple line reinforcement was used in the procedure. (B)(6) days post operative, septic shock occurred. A second procedure was performed and a pinhole sized leak was observed.

Manufacturer narrative:
Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications and was sterilized per procedure. The potential for infection is addressed in the instructions for use for gore seamguard bioabsorbable staple line reinforcement adverse reactions section, "possible adverse reactions may include, but are not limited to: infection, inflammation, adhesions and hematoma." All info has been made available for tracking and trending. Gore has followed up with the user facility. The pt has been discharged and no additional follow up is necessary.